Manufacturer narrative:
(B)(4). All affected product has been requested. Customer does not know at this time whether or not product will be returned because the disposable sets were not saved, and they are not sure which were in use at the time of the event. A clinical practice consultant site visit was made to assist the customer in evaluating their current air in line detection settings and any need for modifications. Additional support included tools for reducing/eliminating air in the disposable line, retraining on proper procedures, and air-in-line reduction strategies.

Event description:
Customer reported that they had an event that they allege led to an air embolism getting to a baby. Just prior to the reported event, infusions of ampicillin and caffeine had been given uneventfully via syringe pump, connected in to the lower port of the lvp tubing. The patient's infusions were then changed over to tpn on the pump module, plus lipids on an syringe pump module connected to a y-port below the pump. About 10 minutes later, the patient's right hand was noted to be pale/white and cool. This was treated with warming measures; after 2 1/2 - 3 hours, there was very little change except for a slight improvement in color, so a vascular consult was called. A presumptive diagnosis of air embolism was made based on presentation and their observation of multiple small air bubbles. Within a few hours, the baby's perfusion had returned to normal and the baby is fine now. No medical intervention was provided, only continued warming measures. Although requested, no additional patient or event information was provided.